Event description:
It was reported that pump experienced malfunction alarm with code displayed and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump and to call back if malfunction returned, and later reported separate time settings issue that was addressed in another case.